Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device change out due to elective replacement indicator (eri). Upon interrogation, noise episodes and low impedance issues were observed on the right atrial lead. The lead was capped and replaced on (B)(6) 2019. The patient was stable before, during and after the procedure.

Event description:
It was reported that the patient presented for a device change out due to elective replacement indicator (eri). Upon interrogation, noise episodes was observed on the right atrial lead. The pacing impedance had been decreased for a year. The lead was capped and replaced on (B)(6) 2019. The patient was stable before, during and after procedure.